Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The instruction manual of the device has already warned as follows; *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, probe damage error occurred. There was no patient injury reported. No further information was provided. On feb 20, 2019, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.